Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Impactor tip broken.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: examination of the impactor was not possible as it was not returned. The initial reporting stated that the product would not be returned. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco 292374 was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. Additional corrective action is not indicated at this time. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.